Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Event date month and year ((B)(6) 2019) valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the recharger wasn't taking a charge. It initially showed charge the recharger screen, but it had gone blank. This resulted in the ins going dead. The patient plugged in the recharger and checked for a damaged pin. The desktop charger green light was on and the arrows on the plug aligned. The patient believed they was a bad pin on the desktop charger. No symptoms were reported. No further complications were reported or anticipated.